Manufacturer narrative:
Concomitant medical product: product ID unk-nv-onyx . G2: citation: authors: asadi, h., kok, h. K., looby, s., brennan, p., o¿hare, a., & thornton, j.. Outcomes and complications after endovascular treatment of brain arteriovenous malformations: a prognostication attempt using artificial intelligence.. World ne urosurgery 96:562-569 2016. Https://doi.org/10.1016/j.wneu.2016.09.0. A.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Asadi h, kok hk, looby s, brennan p, o¿hare a, thornton j. Outcomes and complications after endovascular treatment of brain arteriovenous malformations: a prognostication attempt using artificial intelligence. World neurosurgery. 2016;96:562-569. Doi:10.1016/j.wneu.2016.09.086. Medtronic literature review found a report of patient complications in association with onyx. The purpose of this article was to identify factors influencing outcome in brain arteriovenous malformations (bavm) treated with endovascular embolization, and to assess the feasibility of using machine learning techniques to prognosticate and predict outcome and compared to conventional statistical analyses. A retrospective study of patients undergoing endovascular treatment of bavm during a 22-year period in a national neuroscience center was performed. During the study period, 199 patients with bavm underwent 659 embolization procedures (mean of 3.1 procedures per patient), combined with 76 radiosurgical interventions and 61 open surgical resections. This cohort consisted of 98 male and 101 female patients, with a mean age of 35.5 years. All patients were investigated by a combination of noninvasive imaging studies. After the initial diagnostic evaluation, an endovascular intervention was performed in suitable lesions with patients under general anesthesia and biplane fluoroscopic guidance. After femoral arterial access was gained, a 6-fr guide catheter was positioned in the cervical carotid or vertebral artery and a 1.2-fr microcatheter was advanced into the nidus. Embolic agents consisted of a combination of n-butyl cyanoacrylate and ethylene vinyl alcohol copolymer (onyx) at discretion of the operator. In addition, endovascular coiling of associated flow aneurysms also was performed. The following intra- or post-procedural outcomes were noted: -10 events were fatal; 8 deaths were attributable to intraprocedural ich and 1 death occurred 3 days after treatment and the other 2 deaths occurred after spontaneous hemorrhage remote from the embolization site. -51 further hemorrhagic events, which comprised spontaneous ich (n = 27) and procedural related ich (n = 24). All spontaneous events occurred in previously embolized bavms remote from the procedure. 7% experienced asymptomatic hemorrhage and 17% had symptomatic, non-fatal hemorrhage; 15% had fatal hemorrhage -90 patients showed complete obliteration of bavm at the end of their treatment course. Smaller proportions of this group of patients achieved complete obliteration of the avm only after subsequent radiosurgical (10 patients) and surgical interventions (24 patients). The remainder demonstrated >50% (16%), <(><<)>50% (23%), and <(><<)>5% (16%) residual bavm on final imaging follow-up. -17% had technical complications with no neurological sequalae -3% had access site complications -9% had transient ischemic attack (tia) and 32% experienced stroke -39% had other complications